Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device contained 5 fluorouracil and saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between july 16-17, 2025. H11: the actual device was provided for evaluation. A visual inspection of the returned sample showed a ruptured bladder. The ruptured bladder was examined and no signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause of the issue could not be determined; however, the bladder rupture may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.